Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 470mg/dl while wearing the pod on her arm. She kept checking her levels and giving a little more insulin, but her blood glucose was not going down. She went to the emergency room (ER) and removed the pod when she arrived. She stated that the cannula appeared bent when the device was removed. The patient was not given a diagnosis, they were unsure. Treatment included being given fluids and insulin (novolog) via IV, they also took blood work. She stated that she was only in the ER for the morning, roughly 4 hours. The pod was discarded at the hospital. (B)(6).